Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) address- (B)(6). The device was returned to olympus for evaluation and the customer's allegations were mostly confirmed. There was a scratch on the bending section cover, and the bending section cover adhesive was found detached. The angulation knob can be operated but the bending angle in the up and down direction did not meet specification and the play of the upward/downward knob was out of standard value due to wear of the angle wire . In addition to the foreign material found in the forceps elevator due to insufficient cleaning, other evaluation findings include the following: the universal cord was deformed and the image had white dots due to damage on the charged coupled device unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope's bending section cover had deformities. It was added that the angulation was out of standard, and the bending section cover bonding was peeling off. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.